Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: IV administration set came apart/disconnected at the lowest luer lock port. The remaining IV remained connected to the patient's central line. No harm to the patient but risk for air embolus and portal for infection. Lot # not available.